Manufacturer narrative:
We were able to verify the reported failure (piece fell off at end) from the returned sample. By visual inspection on returned sample, the distal tip was broken completely from bending section with deformed ss tube and kink at insertion cord. It was likely the scope could have been pulled with excessive force under mechanical impact. Based on initial investigation result, we ruled out the possible causes of using wrong ID ett and activated bending section in hooked position at edge of ett tube during withdrawal. The possible cause of failure could be due to lubricant dried up after end procedure and got stuck in ett which was not in straight position during withdrawal. By excessive force of pulling, the distal tip was broken and detached into patient eventually. Ambu production and quality control perform 100% visual and bending functionality inspection on each scope to ensure they are in good condition prior to shipment. Quality alert has been raised to alert them on this market complaint. Concerning clinical signs and symptoms, due to a lack of precise information from customer we used code 4580 "insufficient information". Indeed, cusomer reported: "no harm to patient".

Event description:
During bronchoscopy procedure, the piece fell off at the end - the tip broke during procedure, it was retrieved. No known patient harm.